Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had excessive scratches.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window. Unit received missing end cap sticker. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.